Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from field service engineer that on (B)(6) 2022, a possible failure to alarm at central. A patient death was reported.

Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) evaluated the customers spacelabs telemetry receiver module for the reported failure to alarm issue. During the evaluation it was found that both visible and audible alarm notifications worked as expected. Proper device operation was observed, and the module was returned to service for use.a spacelabs healthcare fse retrieved the device logs and waveform reports from the customer¿s ics database for further evaluation. A spacelabs healthcare product support specialist (pss) evaluated the returned event log and found that the system alarms were manually disabled. After alarms were enabled, the monitor immediately generated a series of alarms that are grouped as one ¿stacked¿ alarm in ics. There was no evidence of a device malfunction at this time. H3 other text : placeholder.